Manufacturer narrative:
Correction:evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a mini gastric procedure. When the reload was loaded onto the powered stapling handle, noticed that there were staples that had formed at the beginning of the cartridge and it did not fire. The surgery time was extended by thirty minutes or more. There was no patient harm.